Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress under (B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot in association with this event. The set was placed on machine for priming and run with no alarms noted. The set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: the cause of the alarm was unknown. No patient injury or medical intervention was reported.